Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient advocate called their following clinic, to report a system shock; however the site was unable to see the shocks in latitude. Boston scientific's technical services was called to assist with latitude data assessment and interpretation. Three shocks were noted. An atrial arrhythmia triggered the first ineffective and inappropriate shock. The second shock brought the patient into a ventricular tachycardia (vt). While the third shock converted the vt. No resulting adverse effects and data was confirmed present in the latitude system. This device remains implanted and in service; technical services providing programming optimization guidelines.